Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A health professional reported that a system shut down during a procedure. The system was exchanged but had to abort the case due to the patient experienced a retinal hemorrhage. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4).

Event description:
New information stating the patient experienced intraocular pressure decrease also during the surgery.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).